Event description:
The patient's treating neurologist reported that their vns patient was seen in clinic and they had high lead impedance, dcdc of 7 on both system and normal mode diagnostic test with an eri of no. The patient had complete revision surgery and their explanted products were discarded and therefore, will not be returned for product analysis. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction caused event but did not cause or contributed to a death or serious injury.